Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, inserting the atrial lead into the pulse generator header was difficult. After silicone oil was applied, the lead inserted into the header and the device was implanted. The patient would be monitored normally.